Event description:
N/a.

Manufacturer narrative:
Corrected field is e1 event site telephone. Updated fields are b4, g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusion and h11. On tuesday, (B)(6) 2025, at approximately 1101 pm est, lalleine, ccc rn, contacted esp regarding an autofill failure alarm on a cardiosave console in use with a sensation plus 40cc catheter. At the time of the call, the caller reported that the autofill failure alarm had already resolved and stated, its all fixed now. I do not need anything else. During follow up discussion, it was confirmed that therapy had been restarted prior to esp call back, and the alarm had not recurred. The esp representative reviewed the nature of the autofill failure alarm and discussed appropriate troubleshooting steps should the alarm occur again. The caller denied any additional issues or needs and expressed appreciation for the support provided. No patient harm or adverse outcome was reported. The reported autofill failure alarm was resolved following a restart of therapy prior to esp call back, and the issue did not recur. No further troubleshooting was required, and the device continued to operate normally thereafter. Due to the transient nature of the alarm, lack of persistence, absence of returned product, and no objective evidence of device malfunction, a definitive root cause could not be determined. The successful resolution following standard recovery actions suggests a temporary operational or environmental condition, rather than a confirmed device, catheter, or user related failure.

Event description:
User called into emergency support program line to request and report issue during use cardiosave intra aortic balloon pump (iabp) had autofill failure alarm occurred. There was no harm or injury reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.